Manufacturer narrative:
The power supply assembly was further evaluated in the failure analysis center on wo-03696093 and the reported issue was verified.  It was observed that the dock line on jack connector, designator j41_6 is reading too low at 1.09 volts, which indicates excessive electrical leakage.

Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device could not be powered off. When the power on/off button was held down for a prolonged period, the device did power off, but as soon as the button was released, the device automatically powered back on again. During device evaluation, physio observed that the device intermittently kept rebooting until the battery or the ac power was removed, preventing the device from being able to provide defibrillation therapy. There was no patient use associated with the reported event.